Manufacturer narrative:
(B)(4).

Event description:
The customer stated they were receiving "very high" ldhi2 lactate dehydrogenase acc. To ifcc ver.2 since (B)(6) 20174 on the cobas 6000 c (501) module. The customer stated that they have calibrated multiple times, have not changed reagent lot, and their quality control is "running high". The customer provided an erroneous result for one patient sample. The initial ldhi2 result was 168 u/l and the repeat result was 263 u/l. The erroneous result was reported outside of the laboratory however there was no adverse event. Repeat testing was performed on the same c501 module and deemed to be correct. The ldhi2 reagent lot number was 15597001 with an expiration date of 30-sep-2017. The field service engineer (fse) found loose fittings that hold one of the reagent probes in place. The fse tightened the probe holder fittings, checked the internal rinse volume through all probes, and checked the gear pump pressure. All were within specifications. The vacuum diaphragms were replaced during the yearly preventative maintenance in (B)(6). The fse changed the rinse mechanism tubing, checked the water/detergent dispense levels, and checked the probe alignments. The fse recalibrated the ldhi2 assay, ran quality control, and precision which passed. Trending was performed on this type of event and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.